Event description:
It was reported that the patient experienced convulsions (epilepsy) beginning (B)(6) 2011. Due to the patient experiencing breathing difficulties at home, the patient was transported to the hospital. The patient was admitted and after careful examination the conclusion was reached that the patient had sustained an epileptic seizure. After a pump refill the patient was put under observation and his condition improved. On (B)(6) the patient had recovered, was discharged from the hospital and went home. It was reported that the event was possibly related to the drug but not related to the device system. Daily dose adjustments had been made from (B)(6) 2011 to (B)(6) 2012 for spasm control. The physician noted that 'the possibility of causal relationship was unlikely'. The device system was used to deliver gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).